Event description:
On (B)(6) 2011, pt reported she thinks there is a leak in her system. Pt stated she thinks it is at the infusion adapter because she feels insulin around the outside end of the insulin cartridge but is not sure if that is where the leak is. Pt reported she discovered the leak because her blood glucose went up to 500 mg/dl. Pt's normal blood glucose is not provided. Pt stated she tried to bolus to get her blood glucose down but it went up. Pt reported she was able to get it down after she cleaned insulin off of the cartridge. Pt stated she is not sure if the leak is in the cartridge or adapter. Pt is going to switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.